Event description:
Customer contacted physio-control and reported needs to replace device's ac power supply, the device won't operate on ac power. There was no patient associated with the report.

Manufacturer narrative:
Physio-control supplied part number information for an ac power supply to repair device.